Manufacturer narrative:
(B)(4). On (B)(6) 2011, service order 9477926 was generated for this event. Per service order, no problem was identified.(B)(4)

Event description:
On (B)(6) 2011, at (B)(6), rotaflow console with serial number (B)(4), was in-use on a patient that was on bypass for four (4) days, when the pump stopped working. The unit was powered off and turned back; additionally, the circuit breaker was powered off and on the back of the pump. The powering off and on of the unit did not resolve the issue. Therefore, the pump was replaced with another pump. After the replacement of the pump, the unit worked. The non-functioning pump began to work again and was taken to the biomedical department. The problem was not able to be duplicated. (B)(4)